Event description:
The surgeon was performing a laparoscopic adrenalectomy. The mass within the adrenal gland and the vena cava were identified. The ligasure was used to seal and cut the adrenal vein. The physician had received the appropriate signal from the ligasure that the vein had been ligated and the blade was used to cut the adrenal vein. When the ligasure was released, there was severe bleeding from the adrenal vein. The procdure was then converted to an open adrenalectomy and a right nephrectomy was performed.we have the device and will make it available for the manufacturer upon requestpower setting is unk.